Event description:
The patient is status post laparoscopic hand assisted right hemi-colectomy on approximately one month ago. Approximately one week ago, he sneezed very hard and felt a stinging in his incision and noted an increased swelling on his stomach which became very uncomfortable. After examination by the surgeon, it was noted he had a fascial dehiscence. Patient was brought back to surgery for closure of abdominal wall dishiscence. Intra-operative findings showed dehiscence of abdominal infraumbilical incision with premature rupture of the interrupted #1 vicryl sutures. The knots and fascial edges were intact. The suture appeared to disintegrate or dissolve in its mid-portion.====================== manufacturer response for suture, #1 vicryl ctx (per site reporter).====================== sales rep notified - reporter not aware of comment.